Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer stated the sensor would have 100 point differences from the insulin pump. Customer's blood glucose was 222 mg/dl and their sensor glucose read 70 mg/dl. Customer also reported their blood glucose rose to 565 mg/dl and their sensor glucose read 200 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's sensor cannula was bent in the past. Customer declined to return the product for analysis.